Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink and fracture occurred. The physician was attempting to place a taxus express2 2.75x32mm drug eluting stent in a tortuous vessel. The stent was about 85% through the lesion when the catheter shaft kinked. The physician tried to straighten the catheter and it broke at the proximal portion. The stent was exchanged for another taxus stent and the procedure was successfully completed. No pt complications were reported. Pt status is satisfactory.